Event description:
A collision of the monitor with the x-ray tube occurred during an exam with a pt on the table. The collision caused a bolt inside the right cover of the tube to be broken and the cover fell on the pt. The falling part, weight approximately 0.5 kilogram, caused a small cut on the pt's forehead. The wound did not require any stitches. The reported event occurred in (B)(6).

Manufacturer narrative:
According to the operator manual for axiom luminos drf system axd3-500.620.02.02.02 page 27, operator has to ensure that unit movements are released only if neither persons nor other pieces of equipment can be endangered by these movements.